Manufacturer narrative:
There was no damage reported to have been noticed, during the inspection, prior to use and preparation. Which suggests, a product deficiency did not contribute to the reported difficulties. The customer stated, that there was no issue with the device. And that it is a handling issue caused by the surgeon.

Event description:
During a case, there was noticeable tilt to the lens, due to how the haptics were maneuvered after implantation. The lens was explanted. As the surgeon could not resolve the tilt. And a new lens was placed, during the same procedure. The yamane technique was used.